Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's next to kin reported via phone that the customer had hyperglycemia. It was reported that the customer had high blood glucose of 24 mmol/l. It was reported that the connector at quick release was not locking. The customer treated the high blood glucose with insulin pump. Troubleshooting was not performed. Product is expected to return for analysis.